Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. Functional testing and the pairing test was unable to be performed due to the 0v. Bin file analysis was unable to be performed due to the 0v. A review of the downloaded log did not confirm the reported event of loss of connection; however the complaint was able to be confirmed through data review of a different transmitter serial number. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.